Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies.. The device was then exposed to simulated heart load conditions, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited pacing impedance high out of range. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited pacing impedance high out of range. The device was explanted and replaced. No adverse patient effects were reported.